Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for gel airbubbles with the incident lot was observed. This is a cosmetic defect which should not impact on the efficacy of the tube. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported during use the bd vacutainer® sst¿ ii advance plus blood collection tubes had air bubbles in the gel. The following information was provided by the initial reporter: "degraded gel, gel bubbles."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use the bd vacutainer® sst¿ ii advance plus blood collection tubes had air bubbles in the gel. The following information was provided by the initial reporter: "degraded gel, gel bubbles."